Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, it was discovered that the right atrial lead exhibited intermittent capture. The lead also lost its curve and was pointing straight down in atrium. The physician attempted to revise the atrial lead but could not get the stylet to position of repositioning of atrial lead. Due to the age of the lead, the physician decided to leave the lead in current position. No intervention was performed. There were no patient consequences.